Manufacturer narrative:
The technician found the weld broken on the left head siderail and the siderail was hanging down. He replaced the siderail, the top rail rivets, and the siderail bumper to repair the stretcher.

Event description:
The account alleged the siderail is broken.